Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. The device inspection confirmed the reported complaint and found the air/water channel and the nozzle were clogged. During inspection and testing, service also found there was insufficient water flow to clean the objective lens, and the air and water flow were out of specification. The bending section of the insertion tube was damaged. The control knob angulation was out of specification due to wear. The control section showed deterioration due to chemical stress during reprocessing. The adhesive rubber was separated due to deterioration. The blue paint around the air/water cylinder was peeling off. Several components showed signs of wear and discoloration due to chemical stresses and reprocessing. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope was clogged with histoacryl (liquid skin adhesive). Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no patient injury or user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that foreign materials such as a piece of a part from a peripheral device, body fluid, and/or residue from used chemical agents clogged in the nozzle due to inappropriate reprocessing after a previous procedure. Users can reduce/prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): "reprocessing manual_ precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw [air/water] channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories,s clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution, remove detergent solution from all channels. Presoaking the endoscope if manual cleaning could not be performed within 24 hours after the patient procedure or if you are not sure whether manual cleaning could be performed within 24 hours, dried debris may not be removed and reprocessing of the endoscope may not be performed effectively. Rinsing the endoscope and accessories following disinfection." Olympus will continue to monitor field performance for this device.